Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead dislodged and had high thresholds. At the lv lead revision procedure, fluoroscopy indicated that the atrial lead was also dislodged. High thresholds were noted on the atrial lead as well. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.